Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported break appears to be related to operational context. In this case, it is likely that the tip of the barewire became lodged within the lesion site causing the tip coils to stretch and resulting in a break of the inner core. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the left superficial femoral artery (sfa). The nav6 embolic protection system (eps) was advanced to the target lesion without issue. During removal of the eps it was noted the distal tip of the barewire unraveled but remained in one piece. The eps was removed without any issues. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.